Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that it was impossible to charge the patient's ins. There were no external factors that led to the issue. Normal charging sessions were tried on the ins without any result. It was also stated that many tentatives were performed. The patient's ins was explanted and replaced and the issue was resolved. There were no symptoms reported. No further complications were reported or anticipated. Additional information was received from a hcp. It was reported that there was no evidence of overdischarge of the ins prior to the replacement. Two different rechargers were used to test the ins and it was impossible to get good coupling. Radiography showed the ins was in a good position. The cause of the ins not being able to be charged was not determined.

Manufacturer narrative:
Product analysis product ID# 37612: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. If information is provided in the future, a supplemental report will be issued.